Manufacturer narrative:
Additional information: (d.4.) Device catalog #. Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that they went to push medication through port and medication leaked through y site port that had become loose. Verbatim: rcc received a complaint via email. Incident or problem information xxx reference number (ID): (B)(6), date of incident (yyyy-mm-dd): 2026-01-15, site name/location: xxx level of harm: xxx optional report to xxx: incident details: hypodermoclysis was started to administer analgesic, hydromorphone, to patient. Writer went to push medication through port and medication leaked through y site port that had become loose. Hematology team and patient made aware that the total dose had not been administered. Writer requested patient make her aware of increasing pain. Charge made aware of rld filed. Device information device name/description: catheter IV passive safety winged closed system y-adapter yellow 24gx19mm saf-t-intima manufacturer: xxx manufacturer code/model: 383319, serial or lot number: device expiry date (yyyy-mm-dd): supplier: xxx supplier, catalogue number: 333-383319 was the device retained? No investigation request expected type of investigation: report history/trend analysis; xxxx contact information xxx contact (cc on final report): manager (cc on final report): xxx additional device information was the device implanted? Date implanted (yyyy-mm-dd): date explanted (yyyy-mm-dd): software version: